Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up to obtain additional information is in progress. However, if requested additional information is subsequently received it would be process and considered accordingly. The date of death is accurate to the year only. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from unknown source with limited information. Information identified in the manufacture's data base indicated that the ipg system was implanted 2012-(B)(6). A date of date and cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.